Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer contacted technical support (ts) stating that unit will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
G4:27jan2021. B4:28jan2021. The service engineer (se) was dispatched to the site and confirmed the reported problem. The se replaced the defective power supply to resolve the reported issue. Unit passed required performance verification tests per philips standards and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.